Event description:
The patient had an evar repair on (B)(6) 2013. The post operative CT scan showed a type 1a endoleak which clinicians elected to treat on (B)(6) 2013, prior to discharging the patient from hospital.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. A proper seal was not gained at the top end but this was not identified until the patient received their post-operative CT scan. A proximal cuff was required to seal the type la endoleak. Endoleaks are an inherent risk of the procedure identified in the instructions for use and risk analysis. The risk/benefit remains acceptable.